Manufacturer narrative:
The exact date of event is unknown. X-rays were reported to have been taken (B)(6) 2017. No evaluation possible at this time. The arsenal set screw has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Post-op x-rays taken (B)(6) 2017 revealed an arsenal set screw had popped out of position. No complaints from patient at this time. No revision surgery scheduled. The arsenal spinal fixation system was originally implanted on (B)(6) 2016.